Event description:
As reported by the neurosurgeon, he inserted a neurosensor probe and got readings of 0-2cc/100gm/min. The pt had a normal pbto2 but no cbf. Icp worked well and correlated with the camino values.